Event description:
Glide-scope go and a 3.0 uncuffed et tube used for pediatric intubation. During removal of the glide scope rigid stylet from the et tube approximately half the stylet was removed; it then snapped, leaving little more than half of the rigid stylet lodged in the et tube. Remaining half completely removed with forceps. No pt harm. FDA safety report ID# (B)(4).